Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified there were no nonconformities, failure, rework, or deviations documented in the batch record during the manufacture of advate with baxject iii lot tata013b which could have contributed to the reported problem. A review of the monthly report ((B)(6) 2024) for advate bjiii was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for ytd2024 is approximately (B)(4) compared to 2022 (B)(4) and 2023 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
Report received on (B)(6) 2024: patients nurse reported 1 vial of the 502 unit advate did not reconstitute. Nurse did not have vial on hand as it was in sharps container, last shipment had lot number/expiration date as tata013b 07/22/2025 advised will notify pharmacist for replacement patient dob: (B)(6) 2019. (B)(6) 2024: call was placed to the doctor who was unable to provide additional information and did not provide patient contact details. (B)(6) 2024: call was placed to (B)(6) who had no additional details to add and were unable to give patient contact details.